Event description:
It was reported that during percutaneous catheter myocardial ablation procedure to treat atrial fibrillation in the right inguinal area, faradrive steerable sheath clear, was selected for use. It has been mentioned that air ingress was noted after septal puncture. After placing the faradrive sheath in the left atrium and confirming backflow, air was observed entering through the valve and seen within the sheath. Blood was also leaking from the valve, suggesting a valve malfunction. An attempt was made to insert the farawave, but the air could not be fully removed from the sheath, air was visible inside the clear sheath, noticeable even from a distance of about 1 meter. Abroad stout (medikit) 8.5fr 63cm+aqunavi catheter were inserted in the right atrium. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported the infusion pump 50ml/hr was used for the irrigation of sheath. The bubbles were observed at the sheath shaft. The guidewire was approximately 3cm to 5cm from the tip of the farawave. About 20cc blood was lost. Mostly saline reflux due to irrigation. The leaking was stopped by abt perclose. The leak was at slow drip. The blood was leaking from the hemostasis valve.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.